Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood leakage occurred at the purple line of a prismaflex m100 set during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph and a video of the sample were provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The video revealed blood leakage at the multi connector y of the replacement line. The origin of the leak could not be identified. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.